Event description:
It was reported that the patient's recharger battery icon will not progress when the desktop charger (dtc) is plugged into ac power. The patient has been unable to use it to recharge, they are now in the hospital because their implantable neurostimulator (ins) turned off due to recharger issue and about 2 days ago the patient's symptoms returned. Patient is seized up and that is why they are in the hospital. During clarification, caller said, on (B)(6) they spoke on the phone with the manufacturer representative (rep) who mailed them another charger but it does not work, the patient has 2 rechargers and neither of them work. Agent reviewed the patient's current product may work to charge the ins when plugged into ac power. Reviewed they will be sent a new dtc and recharger and they can use the programmer to turn stim back on once the ins is charged. The issue was not resolved. The patient will be upgraded to the wireless recharging system. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the consumer, reported the patient had been hospitalized when the issue occurred. The patient received a new recharger which was working and was now home.

Manufacturer narrative:
Continuation of d10: product ID 37751, serial# (B)(6), product type: recharger; product ID neu_recharger_acc, serial# unknown, product type: recharger, product ID: 37761, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6); product ID: neu_recharger_acc; product ID: 37761, serial/lot #: (B)(6). H3. Analysis of the desktop charger (s/n (B)(6)) found the connector pin was bent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they believed the patient was admitted to the hospital and was able to get the old recharger to work. The issue had more to do with the patient¿s cognitive ability to recharge their system. A new recharger was ordered, but the rep had not heard from them since.

Manufacturer narrative:
H3. Analysis of the recharger (s/n (B)(6)) found no issue with the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.